Event description:
It was reported that the insulin pump alarmed no delivery excessively. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. No further details were given.

Manufacturer narrative:
The pump passed the displacement and error tests. The pump was monitored, and functioned properly. No alarms were noted. The pump had a received cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.